Event description:
The international biomedical engineer reported the ventilator alarmed and shut down due to depletion of the backup battery during transport of a patient. The customer reported the patient was breathing spontaneously and the ventilator was being used to support the patients breathing during transport. The customer reported there was no patient harm. The biomedical engineer contacted manufacturers product support (pse) for assistance in servicing the unit, requesting information on replacement information for the backup battery. The pse reported the customer does not keep the device plugged in for charging as recommended per the operators manual. As a result, when the ventilator was running on backup battery power the battery depleted upon use and the unit alarmed and shut down. The pse reported the battery is charging and useable, and the customer has declined to purchase a new battery at this time. The pse reminded the customer to maintain the battery as required. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source. This event is being reported as a user error.